Event description:
Initial report received stated that during insertion of the intraocular lens into the patient's eye the lens dislocated to the left. A capsular tension ring was implanted. In follow-up with the surgeon it was determined this event was caused by the improper loading of the lens into the delivery system. During delivery the haptic bent subsequently leading to a dislocation of the implanted lens. The surgeon attempted to center the lens two days later without success. The lens was removed and replaced with the same model lens six days after initial implant without complication. Following the exchange the lens was discarded by the account. There was no patient injury.

Manufacturer narrative:
The lens was discarded by the account and not returned for analysis. Our investigation suggest this event was caused by user handling and not by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.